Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. He found the collimator was stuck when trying to initialize, resulting in the 'initializing, please wait' error. The collimator was manually nudged to help it open and close. The imaging system then passed the system checkout and was found to be fully functional. The system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion case, they received an 'initializing collimator' error message on the pendant. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm. The patient was not affected.